Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: do you at what firing the issue occurred, where the staple did not form the proper b form shape? First or second firing.

Manufacturer narrative:
(B)(4). Damaged anvil former. The analysis results confirmed that the device was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple from being held in the firing chamber for its complete formation, resulting in an ejected staple. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis.

Event description:
It was reported that during an open ovary procedure, the staple was unformed. Another device was used to complete the case. There were no adverse consequences to the patient.